Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08l44, that has a similar product distributed in the us, list number 06l22. (B)(4). (B)(6).

Manufacturer narrative:
There were no returns available from the customer site for this evaluation. A retained kit of architect anti hbc ii, lot number 40408li00, was tested in a clinical sensitivity set up, including one commercially available seroconversion panel (biomex seroconversion panel (B)(4)). Results of this testing did not confirm that the sensitivity performance of lot 40408li00 is negatively impacted. The seroconversion panel was compared with historical data from architect anti-hbc ii lot number 21153li00. The reagent detected the same bleeds as (B)(6). A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect anti-hbc ii assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.

Event description:
The customer reports a (B)(6) result for one patient tested on an architect i2000sr analyzer. The patient sample generated (B)(6) results of 0.57 and 0.63 s/co. This sample also generated a (B)(6) result of 0.25 s/co with a (B)(6) result of 15.45 miu/ml (the customer noted that the patient has not been vaccinated). The sample also generated an indeterminate result of 1.16 s/co on a non-abbott (B)(6) assay (defined as greater than 1.00 s/co but less than 1.40 s/co). There is no reported impact to patient management.